Manufacturer narrative:
The field reported event was able to be confirmed by visual inspection. Based on the information provided to abbott and the investigation performed, the reported event was not able to be reproduced, however the root cause was attributed to electrical thermal damage to the pinnacle bridge board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed, and no non-conformances associated with the reported event were identified.

Event description:
This report is to advise of damage noted during device analysis. During a procedure, approximately 3 minutes after connecting the catheter, the generator made a loud pop sound and smelled like smoke. The catheter was removed and was switched to an rf catheter to complete the procedure with no adverse patient consequences.